Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. Base hardware failure and battery communication timeout were in the event history log. The technician performed power up process and the reported issue was unable to be duplicated. The root cause of the reported issue could not be determine. Replaced interconnect board and battery for preventive measure. Performed power up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the base hardware error and doesn't see the batteries. No patient injury was reported.